Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned, this report will be updated.

Manufacturer narrative:
The device was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis confirmed the device was in safety core. Review of device memory revealed the device reverted to safety core due to three system resets. It was confirmed the resets occurred due to electrocautery. The device was restored out of safety core and a series of tests were performed which verified defibrillation, pacing, sensing, and recording functions.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reverted to safety core during the implant procedure while electrocautery was in use. The device was not implanted and another ICD was successfully implanted. No adverse patient effects were reported.